Event description:
It was reported that a pump alarm occurred during the loading process, specifically alarm 20a. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with assistance from technical support, but the alarm recurred, preventing successful resumption of insulin therapy. As a corrective measure, the pump was still under warranty, so a replacement was arranged by technical support. The customer was instructed on how to put the pump into storage mode and advised to use multiple daily injections as a backup therapy. The customer was also asked to return the problematic pump with a pre-paid label within a specified period, and they acknowledged the instructions provided.